Event description:
The first patch was implanted for a carotid endarterectomy procedure and "weeped" blood (quantity not reported). The patch was then replaced with another which also "weeped," but not as bad as the first. The leakage was stopped with surgicel. The patch was left in. The patient is fine. The procedure outcome was fine.